Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous circumflex (cx) artery. The 3.5x38mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with previously deployed unspecified stent implants and the xience alpine stent implant dislodged. The dislodged stent implant was successfully retrieved using a snare device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.